Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID(B)(4).

Event description:
It was reported that prior to the start of a laparoscopic surgery on (B)(6) 2025, the light source disconnects/shuts off when it's able to turn on and gets stuck on the home screen sometimes when it is initially powered on. The unit was stuck on the home screen when powered it on initially, and after a power cycle, there was an error that said that the light source was malfunctioning and to power cycle it. They brought in a back-up unit to complete the procedure, without any patient impact.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer couldn't be confirmed. Despite continuous operation of the appliance, the fault complained about by the customer could not be detected. The appliance ran for 3 days in the endurance test without interruption, after which the appliance was plugged into the isolating transformer at 120v. When it started, the rotary solenoid did not the self-test and an error message appeared (error 206 in the log). This has nothing to do with customer complaint. As a precaution, the mainboard, and the power supply unit in addition to the rotary solenoid were replaced, especially because of the obvious drop damage. No fault was found with the device; a possible cause may be the peripherals with which the device was operated. In addition, we would like to call your attention to a warning in the corresponding instructions for use (IFU wxd400_en, version 1.1.) In section 3.2 about the correct handling and product testing prior to use. This event is filed under internal complaint ID: (B)(4).